Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of two 4.0cm cuffs, a 61-70 c, h2o balloon and a pump, was implanted. It was further reported that the revision surgery was performed in order to put on a tighter cuff because the previous cuff was no longer closing enough. The patient was doing well following surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.